Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high impedance, high thresholds and undersensing were noted on the right ventricular (rv) lead although the lead was tested in several locations. The lead was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analyst noted that no anomalies where found. If information is provided in the future, a supplemental report will be issued.